Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir was occluded. Customer stated that her blood glucose started at 200-300 mg/dl then became over 300 mg/dl and gave 5 units with syringe and blood glucose at this time was 575 mg/dl. The customer declined to do troubleshooting for no delivery. The customer was advised to do complete set change. No further info provided.